Event description:
It was reported the patient is experiencing difficulty maintaining communication between her implantable neurostimulator (ins) and programmer. Patient was sent a replacement programmer, however the issue persisted. The programmer is unable to connect to the ins unless it is placed on the patient's side. Patient desires to have the ins explanted and replaced. Surgical intervention may take place.